Event description:
Customer reports that the only thing on the strip label was the catalog number while using the compact system. Customer states where it was labeled for a use by and lot number, there was no actual use by date or lot number on the vial. Customer reports that there was no control ranges either. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.